Event description:
It was reported that the 9800 system intermittently displays poor image quality. No patient injury was reported.

Manufacturer narrative:
The service rep tested the unit and found a broken wire in the hv cable assembly controlling the 24v to the ii power supply. He repaired the unit. The system operates as intended.